Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has evidence of leak and a defective plug unit; and, reportable malfunctions of no image and e216 scope communication error. The most probable cause of the reported malfunctions are traced to expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a b30 scope communication error during a diagnostic esophagogastroduodenoscopy procedure involving an olympus gastrointestinal videoscope. The procedure was completed with an olympus back-up device. The customer suspected that the cause of the b30 scope communication error was due to fluid invasion. There was no patient injury reported.